Manufacturer narrative:
(B)(4)

Event description:
Patient's father contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, the g5 mobile application became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed with a nordic bluetooth device and it passed. The reported event of screen display frozen was not confirmed. A root cause could not be determined.